Manufacturer narrative:
Approximate age of device (age of device:1 month). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The patient was admitted at a inpatient rehab. The hemoglobin upon admission was measured at 6.4 with a repeat of 6.5. The patient was transferred to the implanting center. The patient was without symptoms. The patient's mean arterial pressure (map) was measured to be 78. The patient's inr was greater than 5. Fresh frozen plasma was given. The patient was scheduled for egd. The account communicated that the vad parameters all within normal limits-speed 6000. The patient was admitted to the ICU for observation and diagnostics test for decreased hemoglobin.

Event description:
Additional information: an egd done on (B)(6) 2018 showed esophagitis, gastritis, hiatal hernia, abdominal distention (which was suctioned out), and no evidence of any active bleeding. As of (B)(6) 2018, the patient was on milrinone and lasix drips and had high residuals and tf were on hold. The patient was extubated and doing well.

Manufacturer narrative:
Additional information received. The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.